Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 34 mg/dl at the time of the event and was treated with food. The current blood glucose was unknown. The customer was reporting no any symptom related to their low bg. Troubleshooting was declined by the customer. It was unknown whether the auto mode feature was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040a- snsr. Updated summary: it was reported to medtronic minimed that the customer experienced a difference in sensor glucose and blood glucose readings. The customer blood glucose was 32 mg/dl and sensor glucose value were 89 mg/dl at the time of incident. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values which is not within range. Insulin delivery was not suspended due to difference. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.